Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (add gel/replace belt messages and a damaged cable) has been confirmed. As received, the electrode belt failed incoming testing. Upon investigation, the cable connecting the distribution node (dn) to rear therapy pad (te) was pulled from the strain relief. The cause of the test failure was the pulled dn to rear te cable. The root cause of the pulled dn to rear te cable was excessive force. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor returned electrode belt sn (B)(4) and reported that the patient had received add gel/replace belt messages without a previous gel release and that a cable appeared damaged on the electrode belt.